Event description:
Through means of co's international representative, the devcie was removed due to a "capsule info preventing deflation." As reported to co, the pump/cylinder set and some assembly kit component(s) only were removed and replaced; leaving in place the reservoir from the initial implant surgery. 3/13/97 -upon receipt of add'l info from the physician/surgeon, he stated. "The surgical revision occurred as a capsule precented deflation, cylinder buckling, right cylinder contained more fluid."